Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The unk trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during preparation of trek balloon catheters and xience alpine stent delivery systems, there is an issue removing air bubbles during prep and they have issues with leaks. It was also reported that there is difficulty removing the protective sheath from the trek balloons. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.